Event description:
The customer reported that an error message displayed. The error message was a communications/battery error. Evaluation of the unit found loose screws inside the panel.

Manufacturer narrative:
(B)(4): evaluation of the unit found that the panel had loose screws inside. There was a burnt (shorted) area on the dc/dc pc board. The dc/dc pc board was replaced. The loose screws could have caused the burnt area on the pc board and also the reported error code. The service representative performed calibration and self-tests, and the unit met specifications. (B)(4).